Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge rapidly depleted from 100% to 0% battery life. Customer reported an elevated blood glucose level of 417 (mg/dl) and delivered a pump bolus. It was indicated that the current pump would continue to be used for diabetes management until replacement pump is received.